Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower doors were broken. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower doors were broken. The field service engineer (fse) identified that eight plexiglass doors were broken. The customer requested replacement of the broken plexiglass doors, and it was also noted that one hinge was broken, causing a door to lean out of alignment. The fse inspected the tower and confirmed the damaged doors. The affected door was replaced, and a close and open test was performed to verify proper operation. All doors functioned correctly after testing, resolving the issue. The system functioned as intended after the field service engineer repaired the device.